Event description:
Patient contacted dexcom technical support on (B)(6) 2015 to report an intermittent out of range signal on (B)(6) 2015. Patient did not report any injury or medical intervention at the time of contact with dexcom technical support.

Manufacturer narrative:
(B)(4). The complaint states the patient reported intermittent out of range signal. Product was provided for investigation (please see (B)(4) investigation form). No defect was found. Problem could not be confirmed. The root cause could not be determined.